Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised by technical support to use the replacement pump that would be sent with updated software, while following specific instructions for handling, storage, and return of the malfunctioning pump. Customer will continue to use current pump.